Event description:
The customer alleged smoke was coming from the around the column base during a surgical procedure. The patient was moved to another operating table to finish the case. No harm was reported in relation to this event. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
During inspection it was noticed that the battery was installed incorrectly by the customer one month ago. This allowed a part of the operating table to collide with the battery and damaged the housing. Following an internal short circuit and a smoldering fire was the result of this damage. The service manual of the operating table indicates clearly the correct installation procedure and to pay attention for the correct installation of the battery. It is also stated within the user manual that all repairs must be done by a trained technician. This instruction was not followed for the battery exchange. Based on this information, no further action is required.

Manufacturer narrative:
During inspection it was noticed that the battery was installed incorrectly by the customer one month ago. This allowed a part of the operating table to collide with the battery and damaged the housing. Following an internal short circuit and a smoldering fire was the result of this damage. The service manual of the operating table indicates clearly the correct installation procedure and to pay attention for the correct installation of the battery. If new relevant information will become available during further investigation, a follow-up report will be submitted.

Event description:
The customer alleged smoke was coming from the around the column base during a surgical procedure. The patient was moved to another operating table to finish the case. No harm was reported in relation to this event. This report was filed in our complaint handling system as complaint # (B)(4).